Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus was noted on the face of the device. In (B)(6) 2016, watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. A complete seal of the laa was observed. The patient was placed on coumadin and aspirin (asa). In (B)(6) 2016, at the patient 45 day follow-up the transesophageal echocardiogram (tee) revealed a clot on the face of the device as well the patient was found to have a hemoglobin of 5. The patient was hospitalized at that time and a full gi work-up was conducted. No source of bleeding was found and the patient was placed back on coumadin and their asa dosage was decreased to 81mg. At the patient follow-up in (B)(6) 2017, the clot was no longer visible. The patient was placed on plavix and asa 81mg and they're currently keeping a close eye on the patients hemoglobin. The patient current status is fine.